Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir (acyclovir), ascorbic acid, calcium carbonate, fish oil, fluticasone propionate (flonase), glucosamine, loratadine, pseudoephedrine sulfate (claritin-d allergy) and multivitamin. In 2013, the patient experienced dyspareunia ("painful intercourse") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), rash pruritic ("itchy rashes/dry and itchy scalp"), depression ("depression"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced polymenorrhagia ("heavy periods twice monthly"), dry skin ("dry and itchy scalp") and rash ("allergic or hypersensitivity reaction type: scalp rashes,"). The patient was treated with surgery (ablation and hysterectomy (full) and salpingectomy (bilateral) to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, rash pruritic and fatigue was resolving, the menorrhagia and dyspareunia had resolved and the polymenorrhagia, weight increased, vaginal haemorrhage, depression, dry skin, urinary tract disorder, bladder disorder, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, rash and ovarian cyst outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, polymenorrhagia, rash, rash pruritic, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the fallopian tubes are shown to be occluded bilaterally.. Pathology test - on (B)(6) 2017: report revealed adenomyosis. Leiomyomata, multiple (largest 1.3. Cm in diameter), no endometrial intraepithelial neoplasia or malignancy right fallopian tube, metal medical device consistent with essure device. Paratubal cyst. Left fallopian tube: metal medical device consistent with essure device. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: dysmenorrhea, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " scalp rashes, ovarian cyst" were added. Lab data added. Patient demographics was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir (acyclovir [aciclovir]), ascorbic acid (vitamin c), calcium carbonate, fish oil, fluticasone propionate (flonase), glucosamine, loratadine, pseudoephedrine sulfate (claritin-d allergy) and multivitamin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), rash pruritic ("itchy rashes/dry and itchy scalp"), depression ("depression"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced polymenorrhagia ("heavy periods twice monthy"), dry skin ("dry and itchy scalp") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral) to remove essure device) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, rash pruritic and fatigue was resolving, the menorrhagia and dyspareunia had resolved and the polymenorrhagia, weight increased, vaginal haemorrhage, depression, dry skin, urinary tract disorder, bladder disorder, migraine, headache, allergy to metals, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, polymenorrhagia, rash pruritic, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: on (B)(6) 2017, surgical pathology report revealed adenomyosis. Leiomyomata, multiple (largest 1.3. Cm in diameter), no endometrial intraepithelial neoplasia or malignancy right fallopian tube, metal medical device consistent with essure device. Paratubal cyst. Left fallopian tube: metal medical device consistent with essure device. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: dysmenorrhea, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), itchy rashes/dry and itchy scalp, depression, dry and itchy scalp, bladder or urinary problems or changes, migraines / headaches, nickel allergy, dysmenorrhea (cramping), vaginal discharge, fatigue and painful intercourse. Lab data and concomitant drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levofloxacin (levora) and medroxyprogesterone acetate (provera) for menorrhagia as well as aciclovir (acyclovir), ascorbic acid, calcium carbonate, corticosteroid nos, fish oil, glucosamine, loratadine, pseudoephedrine sulfate (claritin-d allergy) and vitamins nos (multivitamin). In 2013, the patient experienced dyspareunia ("painful intercourse") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), rash pruritic ("itchy rashes/dry and itchy scalp"), depression ("depression"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pollakiuria ("urinary problems or changes/increased in urination") and incontinence ("bladder problems or changes: incontinence"). On an unknown date, the patient experienced polymenorrhagia ("heavy periods twice monthy"), dry skin ("dry and itchy scalp") and rash ("allergic or hypersensitivity reaction type: scalp rashes,"). The patient was treated with surgery (ablation and hysterectomy (full) and salpingectomy (bilateral) to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, rash pruritic and fatigue was resolving, the menorrhagia and dyspareunia had resolved and the polymenorrhagia, weight increased, vaginal haemorrhage, depression, dry skin, pollakiuria, incontinence, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, rash and ovarian cyst outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, incontinence, menorrhagia, migraine, ovarian cyst, pelvic pain, pollakiuria, polymenorrhagia, rash, rash pruritic, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the fallopian tubes are shown to be occluded bilaterally. Total bilateral occlusion.. Pathology test - on (B)(6) 2017: report revealed adenomyosis. Leiomyomata, multiple (largest 1.3. Cm in diameter), no endometrial intraepithelial neoplasia or malignancy right fallopian tube, metal medical device consistent with essure device. Paratubal cyst. Left fallopian tube: metal medical device consistent with essure device. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: dysmenorrhea, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event verbatim was updated as urinary problems or changes/increased in urination and pt changed to pollakiuria & bladder problems or changes: incontinence and pt changed to incontinence. Concomitant drugs were added. Demographic details updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levofloxacin (levora) and medroxyprogesterone acetate (provera) for menorrhagia as well as aciclovir (acyclovir), ascorbic acid, calcium carbonate, corticosteroid nos, fish oil, glucosamine, loratadine, pseudoephedrine sulfate (claritin-d allergy) and vitamins nos (multivitamin). In 2013, the patient experienced dyspareunia ("painful intercourse") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), rash pruritic ("itchy rashes/dry and itchy scalp"), depression ("depression"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pollakiuria ("urinary problems or changes/increased in urination") and urinary incontinence ("bladder problems or changes: incontinence"). On an unknown date, the patient experienced polymenorrhagia ("heavy periods twice monthly"), dry skin ("dry and itchy scalp"), rash ("allergic or hypersensitivity reaction type: scalp rashes,"), pyrexia ("fever") and back pain ("back pain"). The patient was treated with surgery (ablation and hysterectomy (full) and salpingectomy (bilateral) to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, rash pruritic and fatigue was resolving, the menorrhagia and dyspareunia had resolved and the polymenorrhagia, weight increased, vaginal haemorrhage, depression, dry skin, pollakiuria, urinary incontinence, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, rash, ovarian cyst, pyrexia and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pollakiuria, polymenorrhagia, pyrexia, rash, rash pruritic, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth on (B)(6) 1970. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: the fallopian tubes are shown to be occluded bilaterally. Total bilateral occlusion. Pathology test: on (B)(6) 2017: report revealed adenomyosis. Leiomyomata, multiple (largest 1.3. Cm in diameter), no endometrial intraepithelial neoplasia or malignancy right fallopian tube, metal medical device consistent with essure device. Paratubal cyst. Left fallopian tube: metal medical device consistent with essure device. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: dysmenorrhea, menorrhagia and pelvic pain. The following information was received from social media fever, back pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- fever, back pain. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levofloxacin (levora) and medroxyprogesterone acetate (provera) for menorrhagia as well as aciclovir (acyclovir), ascorbic acid, calcium carbonate, corticosteroid nos, fish oil, glucosamine, loratadine, pseudoephedrine sulfate (claritin-d allergy) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("painful intercourse") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). In september 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), rash pruritic ("itchy rashes/dry and itchy scalp"), depression ("depression"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced pollakiuria ("urinary problems or changes/increased in urination") and urinary incontinence ("bladder problems or changes: incontinence"). On an unknown date, the patient experienced polymenorrhagia ("heavy periods twice monthy"), dry skin ("dry and itchy scalp"), rash ("allergic or hypersensitivity reaction type: scalp rashes,"), pyrexia ("fever") and back pain ("back pain"). The patient was treated with surgery (ablation and hysterectomy (full) and salpingectomy (bilateral) to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, rash pruritic and fatigue was resolving, the menorrhagia and dyspareunia had resolved and the polymenorrhagia, weight increased, vaginal haemorrhage, depression, dry skin, pollakiuria, urinary incontinence, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, rash, ovarian cyst, pyrexia and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pollakiuria, polymenorrhagia, pyrexia, rash, rash pruritic, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of birth (B)(6) 1970 and (B)(6) 1970. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the fallopian tubes are shown to be occluded bilaterally. Total bilateral occlusion.. Pathology test - on (B)(6) 2017: report revealed adenomyosis. Leiomyomata, multiple (largest 1.3. Cm in diameter), no endometrial intraepithelial neoplasia or malignancy right fallopian tube, metal medical device consistent with essure device. Paratubal cyst. Left fallopian tube: metal medical device consistent with essure device.. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record: dysmenorrhea, menorrhagia and pelvic pain. The following information was received from social media fever, back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("heavy periods twice monthy"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, polymenorrhagia, alopecia and weight increased outcome was unknown. The reporter considered alopecia, pelvic pain, polymenorrhagia and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.